Event description:
The customer stated that their screen was only showing half of the numbers. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was reminded to call 24/7 with future questions/concerns.